Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Additional information reported patient's biopsy result confirming hyaluronic acid foreign body granuloma.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued d.10. Concomitant therapies: pre-treatment - ice. Post-treatment - verutex, arnica ointment, saline solution. Continued h.6. Health effect - impact codes: f2203, f2303, f15. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿mentum¿, ¿c2¿ and ¿jw 4/5¿ with 1ml of juvéderm® volux¿. 2 weeks later, patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine in the nasogenian and c1. 2 days later, patient started noticing lumps in the region apparently of the right pre jowl. 6 days later, doctor drained the abscess, prescribed clavulin and amoxicillin. Patient continued to experience inflammation that was migrating towards the chin. 2 weeks later, patient was admitted to the hospital due to swell the chin on the right side. Pus was drained and patient was treated with clindamycin 300 mg. Patient was discharged but admitted again 5 days later due to recurrence of inflammation and suppuration. Patient was treated with a wide incision (an approximately 10 cm) to drain the pus from the chin with the placement of a drain for many days, because of the pus. Patient has a lot of inflammation all over the edge of the incised area. Patient was treated with anti-inflammatory and intravenous broad-spectrum antibiotic therapy. A culture for mycobacteria was taken 40 days ago and remained negative. Imaging tests noted "soft tissue inflammation." Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00463 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.